Manufacturer narrative:
Device eval: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Received notice from FDA regarding an incident that was reported to them on user facility report (B)(4). The report stated: "while deaccessing a pt's port catheter, the device was very difficult to remove and required pulling more firmly. It finally came out, but did not retract into the foam covering resulting in a needle slice to the nurse's left thumb."